Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endometrioses surgery, the device was able to fire, however the surgeon had difficulty removing the device from cavity because the warhead did not tilt after firing and got stuck and it was necessary for the surgeon to "fish the warhead". At that moment, when the removal was made, the anastomosis was torn. Because of this situation, it was necessary to redo the entire stapling, the surgeon used another stapler to re-do the anastomosis. There was an unanticipated tissue loss and tissue damage due to the device issue, in addition the surgical time was extended for about 1 hour. The patient is now on ICU with an infection waiting to stabilize.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty removing the device from the patient, the anvil did not tilt, remained in the firing position and was difficult to remove, and the jaws of the device remained closed on tissue after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endometriose surgery, the device able to fire, however the surgeon had difficulty removing the device from cavity because the warhead did not tilt after firing and got stuck and it was necessary for the surgeon to "fish the warhead". At that moment, when the removal was made, the anastomosis was torn. Because of this situation, it was necessary to redo the entire stapling, the surgeon used another stapler to re-do the anastomosis. There was an unanticipated tissue loss and tissue damage due to the device issue, in addition the surgical time was extended for about 1 hour. The patient is now on ICU with an infection waiting to stabilize.